Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed keypad assembly and observed the power button to be worn on the left side, but did not observed any loss of power during additional testing.

Event description:
The customer initially reported a non critical issue related to intermittent key functionality. Upon evaluation of the device, it was observed that the device lost power following a defibrillation shock and would not power back on. This observation was during testing and there was no report of any patient use associated.